Event description:
It was reported that after nine days of clinical use, an odor of burning was discovered. The odor was tracked to the ventilator, which was being used on the patient in a weaning protocol. The ventilator was changed for another. No patient effect/injury occurred. Component failure on pc1585a board.